Event description:
It was reported the device had been re-implanted twice. There was no alleged product issue. The patient was implanted in 2012. It was noted it came out the bottom corner in (B)(6) 2012 and was re-implanted. The device came through the patient¿s skin again in (B)(6) 2013 and it was re-implanted in the patient¿s abdomen. It was noted there was bulge by the device again and the patient was afraid they would have another explant. The patient did not think they had an obvious infection, nor was there any inflammation, pain or soreness in the area. Patient status was noted as alive with no injury. Patient symptoms included erosion at the pocket site of the left implant. Follow up reported the surgical team suspected the patient had been ¿fiddling¿ with their implant site causing the erosion.

Manufacturer narrative:
(B)(4). (B)(6).